Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the scope connector while the user was handing the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope was distorted. The scope was fine when hooded up, but the image then went fuzzy. The customer noted the scope acted like it did when there was water in the scope. This occurred prior to starting the diagnostic bronchoscopy procedure with navigation. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was distorted and had noise due to fluid invasion in the scope connector. After the scope was aerated, the image was fine. Also, evaluation found the middle section of the insertion tube had a deep cut, the scope failed the electrical safety test, the objective lens adhesive was chipped, and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.